Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as-returned state the instrument was located inside a 4f cordis brite tip (11 cm) introducer sheath. The outer shaft of the instrument has been partially retracted but the stent has not been released. Proximal to the introducer the outer shaft is kinked and compressed at several locations. Outside of the deformed zone the diameter of the outer shaft still complies with the specification. The returned introducer is undamaged with a minimum inner diameter of 1.43 mm. A reference pulsar-18 t3 could be successfully introduced through the returned introducer. Due to the state of the returned instrument, a simulation with a reference introducer sheath was not possible. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection for deformations of the outer shaft and the outer diameter is measured over its entire length. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It seems likely that the root cause for the complaint event is related to a tolerance issue with the introducer sheath used during the intervention.

Event description:
A pulsar-18 t3 stent system was chosen for treatment in the sfa. The stent released inside the introducer sheath, was withdrawn and not implanted.